Event description:
Patient had angioseal placed at 0810 on (B)(6) 2026 in right femoral artery post carotid stenting. There was small ooze at puncture site at 0830 in which manual pressure was held for 5 minutes. At 0930 it was noted there was a hematoma at the site and 10 min of manual pressure held, which resolved the hematoma.